Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt requested a revision of his pump pocket to his left abdomen. The pt stated that his "pain increased with pump located in right lower quadrant." The revision was performed. The proximal catheter was revised due to the pocket revision and the distal catheter was revised secondary to a change in pump medication. The medications being delivered via the device system were bupivicaine, fentanyl and clonidine. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.